Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "check sensor" message and was unable to obtain readings. As a result, customer experienced loss of consciousness, collapsed, hyperglycemia, pain and was unable to self-treat, requiring third-party administration of glucose gel for treatment for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.